Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up report will be submitted.

Event description:
It was reported that the tubing of a surgical blood administration set had separated from the chamber, prior to use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The returned sample revealed separation between the tubing and the blood hand pump, however the dimension of both the tubing and the blood hand pump were within products specifications. The reported problem was confirmed but the cause was not determined. This issue is being investigated through CAPA. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified that the tubing was separated from the blood hand pump. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.